Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. It was reported that the pendant of the imaging system was replaced to restore functionality. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while outside of a procedure, the gantry of the imaging system would not dock when prompted by the user via the pendant. It was reported that the imaging system would not respond to pressing the docking button on the pendant. Hitting the button 2-3 times eventually restored functionality. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The power conversion enclosure was returned to the manufacturer for analysis. The enclosure was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.